Manufacturer narrative:
Investigation description. Visual inspection revealed no evidence of external damage, abnormal wear, or corrosion. The device powered on normally when placed on the charging pad. Review of the alarms history confirmed the presence of alert 64. During functional testing, adjustment of the volume settings produced no audible output from the speaker, indicating loss of audio alarm functionality. The device was disassembled for further evaluation. The internal speaker was replaced with a known-good reference component, after which audible alarm functionality was restored. This result confirms a failure of the original speaker assembly. The patient-reported complaint of absent audible alarms was therefore confirmed.

Event description:
It was reported that the user experienced repeated alert 64 (haptic error) on the ilet shortly after a restart initiated via the ilet mobile app, with the issue beginning overnight and glucose levels remaining stable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.